Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering noted dried fluid on the jaws of the device. During handle activation testing, engineering actuated the blade and found it was difficult to actuate initially. After actuating the blade a few times and removing the dried debris, the blade was able to move freely. Engineering investigated the quality of the blade by activating the device on porcine connective tissue and found that the blade met specifications and was able to transect without jamming. The root cause of the blade not advancing is unknown as engineering was unable to replicate the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Procedure performed unknown- "second unit used during procedure. This device was also faulty; once closed the jaws would not reopen and the blade could not be advanced. This device was then swapped for a ligasure to continue the operation." Patient status: "the patient was fine as the device was replaced and the procedure continued."